Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 363 mg/dl after scanning a freestyle libre sensor with a non-ilet app, which resulted in the cgm being disconnected from the ilet and dosing stopping alarms; the user was guided to enter a blood glucose value into the ilet and to activate a new sensor, which was successful. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included temporary suspension of automated dosing and interruption of cgm data until the new sensor pairing was completed. Investigation included customer interview, troubleshooting, and device use education. Investigation of this case revealed cgm pairing to another device caused loss of cgm communication and dosing suspension alerts on the ilet. It was concluded that the event was attributable to user setup error and external device interference with cgm pairing, and that the ilet functioned as designed by stopping dosing when cgm data were unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.